Event description:
The customer reported that the system displayed a black image. The screen goes black for exposure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the display adapter, verified display adjustment, reformated the hard drive, reloaded software and settings, rebooted 10 times and verified system operates as intended.